Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause of the failure was isolated to an extra washer, causing connection faults between the therapy electrodes. The root cause for the extra washer was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.